Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple inaccurate fill estimates. During the occurrence on the reported date, the customer reported that the cartridge was filled with 360 units, and approximately 2 hours after changing the cartridge, the insulin gauge decreased to 83 units. The customer's blood glucose level was 230 mg/dl. At the time of the reported event, the customer declined to reload the cartridge. Although requested by tandem technical support, no further information was provided on the reported event.